Event description:
As reported by our edwards lifesciences affiliate in canada, it was a case of an implant of a 26mm sapien 3 ultra resilia valve in aortic position by right transfemoral approach. During the procedure, resistance was felt during the insertion of delivery system with the valve through esheath+, upon delivery system reaching the tip of the esheath+. Additionally, a distal tip torn occurred. Finally, the patient did not suffer any injury and was in a stable condition.

Manufacturer narrative:
The investigation is ongoing.